Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day at approximately 11:00 pm, the patient experienced a loss of consciousness, prompting a call to emergency services. At the time of the event, the cgm displayed a reading of 309 mg/dl. It is believed that the patient lost consciousness due to overtreatment with insulin, resulting in a rapid drop in blood glucose levels. The patient regained consciousness around 1:00 am. According to the patient, no treatment was administered prior to regaining consciousness. Upon arrival, paramedics recorded a blood glucose level of 100 mg/dl. An electrocardiogram (ECG) was performed, which showed no abnormalities. No treatment was provided by the paramedics, and the patient was not transported to the hospital. There is no documentation of further medical evaluation or follow-up intervention. At the time of this report, the patient was described as stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.